Event description:
It was reported that the insulin pump alarmed no delivery excessively. The insulin pump continued to alarm even after the tubing, reservoir, and site were changed. The customer had to discontinue using the insulin pump and followed their medical prescription for insulin shots. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.